Manufacturer narrative:
The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade, unknown and infection (unknown onset).

Event description:
Patient reported unknown side "one implant got infected and there was capsular contracture involved (baker grade is unknown); it is not clear if it was for one implant or both". Device remains implanted.